Event description:
It was reported that: "translation from french to english: description of the facts: the microguide broke in two during the procedure for no reason during a thrombectomy. Observed consequences: need to remove the guide from the patient's artery lengthening the operation. Precautionary measures and actions taken: declaration of materiovigilance." Incident report form received from the issuer indicated that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #:(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "translation from french to english - description of the facts: the microguide broke in two during the procedure for no reason during a thrombectomy. Observed consequences: need to remove the guide from the patient's artery lengthening the operation. Precautionary measures and actions taken: declaration of materiovigilance." Incident report form received from the issuer indicated that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The complaint investigation was performed by supplier, balt extrusion who provided the following summary of the investigation: we want to assure you that as part of our ongoing complaint remediation project, we have conducted a thorough analysis based on the available information. Our internal investigation has confirmed that no issues were detected. From a quality standpoint, we consider this complaint closed. This incident registered as a complaint concerns a balt extrusion device, meaning that this unit was manufactured and commercialized by balt extrusion. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, analysis, and customer follow-up related to this complaint incident. Balt USA is the legal manufacturer for a similar device which is only commercialized in the united states market. This incident has occurred outside of the united states market. For this reason, balt USA has initiated this complaint file for the sole purpose of evaluation for potential reportability under united states MDR requirements. Our assessment deemed this complaint as reportable. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference # (B)(4). The complaint investigation was performed by legal manufacturer, balt extrusion who provided the following summary of the investigation: the returned device (hybrid1214da) has been inspected in our quality laboratory. During our analysis we noticed the following points: the guidewire was returned in two parts. The proximal part of the guidewire measures approximately 1,60cm the distal part measures approximately 41 cm. According to our observation the rupture (break) occured at the level of nitinol/stainless steel welding. The distal spring is curved. Based on the available information and the investigation results the complaint can be confirmed. The review of the lot history records did not highlight any anomaly during the manufacturing process. Several tests are performed during the manufacturing process: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. The aspect of the welding is 100% controlled. All tests mentioned above complied with the specifications for the affected lot number. No other complaint is registered on this batch number to date in our database. Based on our post-market surveillance database, and our observation, several hypotheses could be made: the incident could be due to an excessive traction, bending or twisting of the device during use. As mentioned in the instruction for use (IFU): "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire". And "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". But this hypothese is unlikely because it was not reported that excessive traction, bending or twisting was applied. The incident described could be due to manufacturing issue, but this hypothesis is unlikely because the lot history. Records did not highlight any anomaly. In conclusion, we were not able to accurately determine the origin of the event experienced. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in rate of occurrence has been observed, however this issue will remain subject to continued tracking as part of our post-marketing surveillance process. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "translation from french to english - description of the facts: the microguide broke in two during the procedure for no reason during a thrombectomy. Observed consequences: need to remove the guide from the patient's artery lengthening the operation. Precautionary measures and actions taken: declaration of materiovigilance." Incident report form received from the issuer indicated that no patient injury was sustained.